Event description:
A sales representative from (B)(4) contacted customer service regarding 2 contour usb meters. He alleged the meters read between 7.0-8.8 mmol/l compared to a lab test result of 4.0 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. No product will be returned.

Manufacturer narrative:
Information for the other contour usb meter; product code 7392, serial number (B)(4); manufacture date 12/2009.